Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. Following advancement of the guidezilla¿ extension catheter an unspecified stent was advanced. However the stent system was unable to advance through the collar of the extension catheter and it was noted that the guidezilla¿ was partly detached at the collar. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: over the age of 18. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip meeting specifications. A .057¿ mandrel was inserted through the tip with no resistance. Microscopic examination revealed a separation in the collar/proximal shaft. Microscopic examination found no damage or irregularities to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. Following advancement of the guidezilla¿ extension catheter an unspecified stent was advanced. However, the stent system was unable to advance through the collar of the extension catheter and it was noted that the guidezilla¿ was partly detached at the collar. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.